Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device, however a response was not received. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this pacemaker system presented to the emergency room (ER) after implant. The patient reported inflammatory pain. It was reported that there were no signs of complication and provided the patient would follow-up outpatient. Additional information from the field representative provided the patient later returned to the ER with worsening pain and fever. Wound dehiscence and erythema were also observed at this time. The patient was prescribed an oral antibiotic for observed infection. Days later the patient was switched to an intravenous therapy antibiotic. This device was subsequently explanted. No other products were implanted at this time. Device is not expected to be returned. No additional adverse patient effects were reported.